Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system would lock up, or not boot. There was no pt injury or death reported.